Manufacturer narrative:
The affected base unit and cable were received for investigation. The communication via usb was tested with a retention cable and the communication via lan was tested. An optical investigation of the returned usb cable was performed. Communication of the base unit with host simulator via usb and lan was errorless. The melting on the base unit housing was found to be caused by a hot cable. The usb cable showed a deformation due to heat. It could not be determined whether there was bending of the cable prior to the melting. The cable in this complaint is the same type that had been previously investigated. Previous investigations determined the melting was due to mishandling such as bending the connector resulting in a short circuit causing the heat. This cable type is no longer part of the base unit kit. Medwatch field were updated.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer noticed the accu-chek inform ii base unit lamp was off and she asked the roche sales representative to replace the base unit. When the base unit was exchanged, the sale representative noticed the usb connection was slightly burned. There was also a slight burn to the base unit itself. From the photographs of the affected area, it also was determined the usb cable was melted. There was no allegation of an adverse event. The cable and base unit were requested to be returned for further investigation.